Event description:
Stroke volume limiter on patient was not filling completely a vent of the svl occurred and patient stated he felt funny but was still awake. 5 minutes later a check of stroke volume limiter was done and was again not completely filling. A second venting of the svl occurred and patient then passed out. Svl and console were changed out. New svl and console were vented and were completely filling and emptying. Patient sustained cerebral hypoxia and never fully recovered purposeful movement of all extremities. He remained on respiratory ventilatory support.